Event description:
During follow-up, oversensing due to noise was observed on the right ventricular (rv) lead. The issue was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
Additional information: the reported event of oversensing due to noise was confirmed. As received, a complete lead was returned in two pieces. Examinations found both ring electrode cables at the connector boot region were fractured and the ptfe liner of the inner coil was damaged due to bending. The cause of the reported events is isolated to the fractured ring electrode cables and damaged ptfe liner.